Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The fse replaced both vacuum and pressure transducers (0682-00-0091-01). Ran unit for one hour at 130bpm and verified temp did not got above 73 c. During system check out unit failed drive manifold test, so the fse replaced the drive manifold (0104-00-0031). The unit calibrated and fse performed all functional and safety test. The unit was returned to the customer. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 10 nov 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) _asco drive manifold assy. Pn: 0682-00-0091-01 sn: n/a transducers (qty. (B)(4). These parts were received with a reported unit failure message of ¿unit overheating, and drive manifold tests failed¿. The failure analysis and testing department performed a visual inspection, and the parts were found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed drive manifold assy. And both transducers into the cardiosave test fixture sn: (B)(6) and tested separately and together to the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and all manifold tests. The fat dept, observed 30 psi pressure transducer tests failed, and all manifold leak tests was not able to be performed during drive manifold assy, testing. The fat dept. Verified the failure message of ¿drive manifold leak test failed¿. Drive manifold assy. Failed testing. Both transducers passed functional tests and all manifold leak tests. Also pumped the cardiosave test fixture and could not observe failure message of ¿unit overheating¿ message on screen. Both transducers passed testing. Retaining both transducers in the fat dept. Per procedure 0002-07-d008 rev au. Refer to CAPA: 1406400, for more information regarding additional investigation details. Root cause grid for transducers: not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e.1. (Initial reporter): (B)(6).

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) alarmed for overheating. No harm reported.